Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2016, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension.

Event description:
The healthcare provider (hcp) reported via a manufacturer representative (rep) that the bipolar contact combination of 0 <(>&<)> 3 had a short circuit of 14 ohms and was causing a shocking sensation in the neck. The hcp disconnected the right brain lead and extension and tested the brain lead with the clinician programmer and external neurostimulator (ens) to discern if the short circuit was from brain lead or the extension. It was determined that the short circuit was due to the damaged extension. The right extension was replaced and the short circuit and shocking sensation were resolved. The hcp also found that all combinations on the left lead and extension were showing high impedances ranging from 13,000 to 19,000 ohms. The hcp disconnected the left brain lead and extension and tested the brain lead with a clinician programmer and ens to determine the source of the open circuit. The brain lead&#38112;impedances were normal, so the extension was replaced. The impedances were normal on the left side and the issue was resolved. The patient&#38112;indication(s) for use were parkinson&#38112;dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.